Event description:
Same case as MDR ID# 2134265-2014-06585 & 2134265-2014-06887. It was reported that a guidewire fracture occurred. The 100% stenosed target lesion was located in a mildly tortuous and highly calcified total occluded proximal right coronary artery (rca). After much manipulation of spinning and torquing within the vessel a 300cm stingray guidewire fractured. The device was removed and another 300cm stingray guidewire was advanced through a stingray balloon catheter which then fractured after much manipulation of spinning and torquing within the vessel. The 300cm stingray guidewire then became wrapped around the stingray balloon causing it to become stuck to the catheter. Both devices were removed from the patient as one unit. No patient complications were reported. The procedure was not completed as the physician was not able to ¿sting¿ into the distal vessel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a stingray guidewire was received inside the lumen of the stingray balloon catheter. Microscopic examination presented no damage or irregularities in the shaft/core of the device. The outer diameter (od) of the returned guidewire from the procedure was measured and was within the stingray guidewire specifications. Microscopic examination of the coil revealed that the distal coil was unraveled and stretched 2mm from the solder joint (bond) to the distal tip; however, due to the condition of the coil a measurement was unable to be taken of the unraveled portion. An attempt was made to separate the two devices; however, it was unable to separate the devices due to the returned condition. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06585 & 2134265-2014-06887. It was reported that a quidewire fracture occurred. The 100% stenosed target lesion was located in a mildly tortuous and highly calcified total occluded proximal right coronary artery (rca). After much manipulation of spinning and torquing within the vessel a 300cm stingray guidewire fractured. The device was removed and another 300cm stingray guidewire was advanced through a stingray balloon catheter which then fractured after much manipulation of spinning and torquing within the vessel. The 300cm stingray guidewire then became wrapped around the stingray balloon causing it to become stuck to the catheter. Both devices were removed from the patient as one unit. No patient complications were reported. The procedure was not completed as the physician was not able to ¿sting¿ into the distal vessel.